Manufacturer narrative:
As part of the investigation, an applications consultant was dispatched to the customer site. They discovered that the customer's quality control was running out of range high for both levels. The customer reported patient results outside of the laboratory, despite failing quality control, which is not consistent with best laboratory practice. Additionally, a field service investigation was conducted that included a check of the customer's acl top 500 cts instrument function. All checks were within acceptable limits. This investigation confirmed that the acl top 500 cts performed as intended with no malfunction. Note: the reagent lot in use at the customer site (lot number n0806224 of hemosil readiplastin, part number 0020301400) has received several other customer complaints and therefore, we are taking the actions listed below. Remedial action/ corrective action/preventive action/field safety corrective action: although the customer should not have reported patient results due to failed quality control levels, we are expanding the current FDA recall under z-0276-2022 (class ii) to also remove lot n0806224 of hemosil readiplastin, part number 0020301400, from the field. Following is an update: on february 14, 2022, a stop ship was issued on lot number n0806224 of hemosil readiplastin, part number 0020301400. On february 18, 2022, a notification was initiated to the field advising of the removal of lot number n0806224 of hemosil readiplastin, part number 0020301400, from the field. The removal of the additional lot of hemosil readiplastin will be reported into (B)(6), recall coordinator, under z-0276-2022.

Event description:
A complaint was received indicating that a customer reported erroneous patient clotting time results (inr; international normalized ratio) using hemosil readiplastin, part number 0020301400, lot number n0806224, on the acl top 500 cts. The inr results were reported outside of the laboratory despite the laboratory's quality control results exceeding the manufacturer's quality control package insert range. Per the customer, multiple patients with erroneously high inr results had their management altered (e.g., change in type of anesthesia, postponement of surgery). To date, there are no reported adverse events from these changes in management.